Event description:
It was reported by the patient's representative that the patient's implantable pulse generator (ipg) was sticking out further than unusual through their skin and that they experienced pain near the implant site. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.